Event description:
Let's see.. I'm in constant pain since I have had it.. Sex now hurts.. I told them I was allergic to nickel before they implanted me with it and they told me I would be fine.. Well I now itch all over all the time.. I had no health issues till I had essure.. I now have an auto immune disease.. Which is lupus.. Really. Don't run in my family.. My period is off wack.. I now have painful heavy periods.. Migraines all the time. Pelvic pain all the time.. Sex hurts terribly. My vision goes blurry now for no reason.. There is a lot more. (B)(4).